Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of blockage without alarm was verified. The printed wire assembly will be replaced in service. Use testing was performed. The problem source is the printed wire assembly.

Event description:
Information was received that a smiths medical cadd ms3 was not alarming for an occlusion at the site. No patient injury resulted. Remodulin 20.5 nk was being infused at the time.